Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during insertion of cinch lock flex anchor, the tip of the guide wire may have broke off and possibly left inside the patient.

Manufacturer narrative:
"The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "design: inserter material/design too weak; anchor/inserter assembly design cannot support insertion forces; anchor raw material selection insufficient for insertion into bone. Process: anchor/inserter not manufactured to specification; anchor/inserter not assembled to specification. Application: excessive force impacting inserter; extremely hard bone, no pilot hole drilled; poor bone quality".

Event description:
It was reported that during insertion of cinch lock flex anchor, the tip of the guide wire may have broke off and possibly left inside the patient.